Event description:
The dental implant fx3610swc was removed on (B)(6) 2017 due to loss of osseointegration 3 weeks after implantation. The doctor indicated that infection led to the implant removal. The patient has no significant medical history. The patient requires additional surgical intervention.